Manufacturer narrative:
Additional information: the device has been returned and evaluated. Investigation summary: a review of the complaint history, instructions for use(IFU), device history record, specifications, quality control, and a visual inspection of the returned device were conducted during the investigation. No systemic issues were found related to the reported complaint. One opened complaint device has been returned for investigation. A visual examination noted the seal between the tubing and the hub has pulled loose on the entire circumference. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause cannot be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, following placement of the device on (B)(6) 2017, the redo single lumen tpn catheter "appears fissured in the part where it narrows" [sic]. The event was also translated as " cvc rupture - it appears split where it shrinks" [sic]. The catheter reportedly ruptured along a narrow area of the device. No additional procedures were allegedly required as a result of this issue, and no patient adverse effects were reported. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.